Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional xience sierra device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.5x33 mm xience sierra stent was implanted and a long distal edge dissection was noted. The 3.5x23 mm xience sierra stent was implanted to treat the dissection but another dissection was noted. A 3.5x15 mm xience sierra stent was implanted to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.